Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was in the range 30 mg/dl. The customer was treated with carbohydrates and food. The customer declined troubleshooting for high blood glucose. The customer was advised if issue persists to call back for further assistance. The insulin pump will not be returned for analysis.